Event description:
Due to suspected transient ischemic attack requiring treatment. In 2006, pt underwent an interventional procedure and an xact stent was successfully placed. The pt was discharged from the hosp. The following day, 01/31/2006, the pt was re-admitted to the hosp with a loss of consciousness and no memory of about 45 minutes. The pt was treated with heparin and symptoms subsided within 24 hours. The pt was kept for inpatient observation and was discharged home 2 days after event date.